Manufacturer narrative:
(B)(4). Additional information: the nurse confirmed the previously reported information and stated that the patient also died due to a sudden cardiac event on (B)(6) 2013. It was unknown if an autopsy was performed. Treatment was not reported.

Event description:
It was reported that the patient experienced fungal peritonitis. One month prior to their death, the patient was hospitalized for an unrelated condition. While hospitalized, the patient developed fungal peritonitis. The treatment for the fungal peritonitis was not reported. The patient had not recovered from the reported event and was reported to have passed away while in the hospital. Additional information was requested and was not available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported peritonitis problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information becomes available, a follow up report will be submitted.